Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 due to a vehicle accident. Customer was not sure of blood glucose levels but reported that accident was due to low blood glucose. Customer was hospitalized due to vehicle accident and low blood glucose. Customer was hospitalized until (B)(6) 2016. Customer was wearing insulin pump at the time of hospitalization, but pump was removed by paramedics. Customer did not believe that low blood glucose was caused by insulin pump but due to body issues which causes erratic blood glucose. Customer was advised to monitor insulin pump and blood glucose.